Event description:
It was reported that the 2000 system experiences intermittent lockups with no x-ray response. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The intermittent lock up failure could not be duplicated. As a proactive measure, reseated communication signal connectors and circuit boards in workstation and generator. Replaced the kv control knob encoder. The system was tested and found to be working as intended and placed back into service.